Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer current blood glucose value is 6.2mmol/l. The current sensor glucose value is 2.2 and pump went on suspend mode. It was explained to the customer reasons for differences. The customer had language barrier to go through troubleshooting question and could not understand any explanation. The customer was advised that we will send replacement sensor.